Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for two days. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007619 in question was manufactured at the osted site. Complaint investigation results: photo/sample was not provided. The device history record (DHR) for the lot has been requested in order to assess the manufacturing process of the product. DHR review: the lot 6007619 was manufactured according to work instruction (wi) version 80 appendix 1 batch card for production of packaging room, on 17-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 21-may-2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 6007619 with 4 other complaints identified. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.